Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt underwent endovascular intervention. Upon removal of the stent delivery system the runners did not retract completely. There is no harm to the pt however the runners were sticking out of the end of the device. The device was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation code, results: runners. Device was discarded by the user facility, unable to perform an evaluation.